Manufacturer narrative:
A2 - age at time of event: 76 years old at the time of consent. A4 - weight: 54.8 kg. Investigation results: device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the patient was enrolled in the clinical study. The target lesion was located in the right arm anastomosis. A 5.0 mm x 100 mm, 80 cm ranger drug-coated balloon was deployed. However, on (B)(6) 2026, restenosis occurred on the target lesion requiring percutaneous transluminal angioplasty (pta). On the same day, the event was resolved.

Manufacturer narrative:
A2 - age at time of event: 76 years old at the time of consent. A4 - weight: 54.8 kg.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the patient was enrolled in the clinical study. The target lesion was located in the right arm anastomosis. A 5.0 mm x 100 mm, 80 cm ranger drug-coated balloon was deployed. However, on (B)(6) 2026, restenosis occurred on the target lesion requiring percutaneous transluminal angioplasty (pta). On the same day, the event was resolved.